Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient was hospitalized due to high blood glucose levels of 450mg/dl on (B)(6) 2026 and tested positive for ketones. The event lasted for about greater than four hours. The patient received treatment with IV drip. Duration of hospital stay was two days.